Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-20491. The pt received two leads with the same lot number. It was reported the ipg is inoperable. The pt discontinued use of the system in (B)(6) because she believed it was causing right leg weakness. The pt was advised to contact her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.